Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2331, awareness date 03-nov-2015 ). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012, after her fourth child was born. Consumer reported that shortly after the procedure, she started to bleed so heavy all the time, had extremely bad cramps constantly, her back hurt, pinched nerves down her neck to back, horrible mood swings and emotional mess. She was put on birth control pills to help with her bleeding but it did not help. In (B)(6) 2014, she had a hysterectomy performed. She was still in all kinds of pain and started to get migraines, depression, anxiety, panic attacks and she hurt all over. Doctor ran a lot of tests and her numbers were out of whack for her thyroid and sugars. She was referred to a rheumatologist and was diagnosed with fibromyalgia. Her doctor diagnosed her restless leg syndrome and irritable bowel syndrome. She was referred to pain management and was diagnosed with lumbar spondylosis. She was taking a dozen of prescription pills plus over the counter medication, went to do physical therapy 3 times a week and wore a backbrace. Three years later and she was still in pain. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and started to have bleeding so heavy all the time. She underwent a hysterectomy 2 years after essure insertion. This event, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. After essure insertion, menses pattern changes and genital bleeding may occur. Given the positive temporal relationship and nature of the reported event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.